Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon and reflux testing. However, it did not meet the requirements for pressure-flow and pre-implantation testing. There was proteinaceous debris observed within the interior and exterior of the device. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use indicate that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ the returned valve also did not meet the requirements for leak testing due to a tear in the bottom membrane of the delta chamber. The instructions for use that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ it is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the valve was set at pressure level 2.5, but when testing the valve intraoperatively, the distal run off went to zero on the manometer. According to the report, the patient was successfully implanted with another device reportedly, there was no injury to the patient.